Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia), with increased sensing integrity counter (sic), oversensing noise, no capture, and high and varying pacing impedance. The right atrial (ra) lead triggered an alert for high impedance. Oversensing noise and no capture were also seen on the ra lead. It was also noted that the patient activity trend portion of the cardiac compass report from the patient's implantable cardioverter defibrillator (ICD) had suddenly gone to zero and remained there for the past few months, resulting in no activity information for that time period. The device and both leads were all extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.